Manufacturer narrative:
(B)(4). The reported problem of a flogard infusion that "does not function" was confirmed in sample evaluation task. F25 ,f30 ,f50, were found in alarm log and were caused due to damaged cpu board. The cpu board part was not available for replacement hence a replacement device was sent back to the customer. If additional relevant information becomes available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a flogard infusion pump does not function. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.